Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure may have perforated one of her organs'), device breakage ('essure broken, device breakage'), pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included lower abdominal pain and pelvic pain (patient indicates pelvic pain and prior tubal ligation three years ago.). Previously administered products included for stomach pain: docusate. Concurrent conditions included abdominal bloating since (B)(6) 2015, nausea (nausea with food intake) since (B)(6) 2015, vomited since (B)(6) 2015, breast discharge female (x 15 days) since (B)(6) 2015, burning sensation since(B)(6) 2015, back pain since (B)(6) 2015, hypoaesthesia since (B)(6) 2015, gait inability (some days) since (B)(6) 2015, obesity and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menses"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with docusate sodium (colace), naproxen, sennoside a+b and surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, vaginal haemorrhage, nausea, weight decreased and menstruation irregular outcome was unknown and the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, abdominal distension, dyspareunia, constipation and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, incontinence, menstruation irregular, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: one coil was noted trailing into the due to the large lax opening to the trailing into the intrauterine cavity due to the large lax opening to the fallopian tube that drew the essure device a bit further expected. She is convinced that the essure device that she had placed is the cause of the pain. She did not claim that essure worsened a previously existing injury/condition. Pfs - she did not have essure removed. She plans to have it removed (not specified). Right side- 3 trailing coils, left- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. On (B)(6) 2015, exam ultrasound :pelvis, transabdominal and transvaginal. History: lower abdominal pain. Patient indicates pelvic pain and prior tubal ligation three years ago. There is 2 cm lesion adjacent to the mid body of the uterus near the edge of the endometrium though to be an intramural uterine. Impression : 2cm intramural uterine fibroid at the mid body of the uterus. Consistent with prior tubal ligation or essure device at the corneous of the uterus on the right and left. Otherwise negative ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Essure removal details, reporter, medical history were added. Action taken with drug and auto narrative updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure may have perforated one of her organs'), device breakage ('essure broken, device breakage'), pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included lower abdominal pain and pelvic pain (patient indicates pelvic pain and prior tubal ligation three years ago.). *on (B)(6) 2015, exam ultrasound :pelvis, transabdominal and transvaginal history: lower abdominal pain. Patient indicates pelvic pain and prior tubal ligation three years ago. There is 2 cm lesion adjacent to the mid body of the uterus near the edge of the endometrium though to be an intramural uterine. Impression : 2cm intramural uterine fibroid at the mid body of the uterus. Consistent with prior tubal ligation or essure device at the corneous of the uterus on the right and left. Otherwise negative ultrasound. Previously administered products included for stomach pain: docusate. Concurrent conditions included abdominal bloating since (B)(6) 2015, nausea (nausea with food intake) since (B)(6) 2015, vomited since (B)(6) 2015, breast discharge female (x 15 days) since (B)(6) 2015, burning sensation since (B)(6) 2015, back pain since (B)(6) 2015, hypoaesthesia since (B)(6) 2015, gait inability (some days) since (B)(6) 2015, obesity and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menses"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with docusate sodium (colace), naproxen, sennoside a+b and surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, vaginal haemorrhage, nausea, weight decreased and menstruation irregular outcome was unknown and the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, abdominal distension, dyspareunia, constipation and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, incontinence, menstruation irregular, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: one coil was noted trailing into the due to the large lax opening to the trailing into the intrauterine cavity due to the large lax opening to the fallopian tube that drew the essure device a bit further expected. She is convinced that the essure device that she had placed is the cause of the pain. She did not claim that essure worsened a previously existing injury/condition. Pfs - she did not have essure removed. She plans to have it removed (not specified). Right side- 3 trailing coils, left- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure may have perforated one of her organs") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), device breakage ("essure broken"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), constipation ("constipation") and incontinence ("incontinence"). The patient was treated with surgery (hysterectomy was recommended by dr (B)(6) on (B)(6) 2016). At the time of the report, the uterine perforation and device breakage outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, abdominal distension, dyspareunia, constipation and incontinence had not resolved. The reporter considered uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, menorrhagia, abdominal distension, dyspareunia, constipation and incontinence to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition cc remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device.. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and doctor suspected that essure may perforated one of her organs (seen as uterine perforation). This event is anticipated in essure reference safety information. In the present case, on unspecified date after insertion consumer presented pain and sought medical attention, she was informed that device was broken and may perforated one of her organs, probable uterine perforation since her doctor recommended a hysterectomy to remove the device. Given the nature of the event uterine perforation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although it is not clear that a hysterectomy was performed, this case was considered incident since doctor recommended this surgery and no active follow up is possible. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure may have perforated one of her organs") and device breakage ("essure broken, device breakage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included lower abdominal pain and pelvic pain (patient indicates pelvic pain and prior tubal ligation three years ago.). Previously administered products included for stomach pain: docusate. Concurrent conditions included back pain since 14-sep-2015, hypoaesthesia since 14-sep-2015, gait inability (some days) since 14-sep-2015, abdominal bloating since 28-oct-2015, nausea (nausea with food intake) since 28-oct-2015, vomited since 28-oct-2015, breast discharge female (x 15 days) since 28-oct-2015, burning sensation since 28-oct-2015 and obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menses"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device breakage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), constipation ("constipation"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and weight decreased ("weight loss"). The patient was treated with docusate sodium (colace), sennoside a+b (senna) and naproxen. Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, vaginal haemorrhage, nausea, dysmenorrhoea, weight decreased and menstruation irregular outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, abdominal distension, dyspareunia, constipation and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, incontinence, menorrhagia, menstruation irregular, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: one coil was noted trailing into the due to the large lax opening to the trailing into the intrauterine cavity due to the large lax opening to the fallopian tube that drew the essure device a bit further expected. She is convinced that the essure device that she had placed is the cause of the pain. She did not claim that essure worsened a previously existing injury/condition. Pfs - she did not have essure removed. She plans to have it removed (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. On (B)(6) 2015, exam ultrasound :pelvis, transabdominal and transvaginal history: lower abdominal pain. Patient indicates pelvic pain and prior tubal ligation three years ago. There is 2 cm lesion adjacent to the mid body of the uterus near the edge of the endometrium though to be an intramural uterine. Impression : 2cm intramural uterine fibroid at the mid body of the uterus. Consistent with prior tubal ligation or essure device at the corneous of the uterus on the right and left. Otherwise negative ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure may have perforated one of her organs") and device breakage ("essure broken, device breakage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included lower abdominal pain and pelvic pain (patient indicates pelvic pain and prior tubal ligation three years ago.). Previously administered products included for stomach pain: docusate. Concurrent conditions included back pain since 14-sep-2015, hypoaesthesia since 14-sep-2015, gait inability (some days) since 14-sep-2015, abdominal bloating since 28-oct-2015, nausea (nausea with food intake) since 28-oct-2015, vomited since 28-oct-2015, breast discharge (x 15 days) since 28-oct-2015, burning sensation since 28-oct-2015 and obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menses"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device breakage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), constipation ("constipation"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and weight decreased ("weight loss"). The patient was treated with docusate sodium (colace), sennoside a+b (senna) and naproxen. Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, vaginal haemorrhage, nausea, dysmenorrhoea, weight decreased and menstruation irregular outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, abdominal distension, dyspareunia, constipation and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, incontinence, menorrhagia, menstruation irregular, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: one coil was noted trailing into the due to the large lax opening to the trailing into the intrauterine cavity due to the large lax opening to the fallopian tube that drew the essure device a bit further expected. She is convinced that the essure device that she had placed is the cause of the pain. She did not claim that essure worsened a previously existing injury/condition. Pfs - she did not have essure removed. She plans to have it removed (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. On 13-nov-2015, exam ultrasound :pelvis, transabdominal and transvaginal history: lower abdominal pain. Patient indicates pelvic pain and prior tubal ligation three years ago. There is 2 cm lesion adjacent to the mid body of the uterus near the edge of the endometrium though to be an intramural uterine. Impression : 2cm intramural uterine fibroid at the mid body of the uterus. Consistent with prior tubal ligation or essure device at the corneous of the uterus on the right and left. Otherwise negative ultrasound. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition cc remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil ofthe micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device.. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Reporters were added. Patient¿s detail, treatment drugs and unstructured relevant tests were added. On 27-feb-2018: plaintiff fact sheet received. Reporters added. Patient's demographic information added. Patient relevant history added. Treatment medication added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), weight loss and essure confirmation test: no added. She did not have essure removed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.